Event description:
It was reported that the patient with this pacemaker had experienced syncope due to unknown clinical reasons. The health care professional (hcp) stated that sudden brady response (sbr) was turned on. Technical services (ts) was consulted and discussed sbr algorithm and function. A review of a stored sbr episode noted that this pacemaker exhibited atrial channel noise and oversensing of ventricular signals. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the patient had experienced a seizure not a syncope and it was unrelated to the oversensing or any device anomaly. Device reprogramming was performed such as increasing the lower rate limit to 50bpm. This device remains in service. No additional adverse patient effects were reported

Event description:
It was reported that the patient with this pacemaker had experienced syncope due to unknown clinical reasons. The health care professional (hcp) stated that sudden brady response (sbr) was turned on. Technical services (ts) was consulted and discussed sbr algorithm and function. A review of a stored sbr episode noted that this pacemaker exhibited atrial channel noise and oversensing of ventricular signals. This device remains in service. No additional adverse patient effects were reported.